Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the maxzero needleless connector had a loose connection. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6), when a sterile syringe was connected to the needleless infusion connector for injecting medicinal solution, the connection failed, and the needleless infusion connector was too loose."

Event description:
It was reported that the maxzero needleless connector had a loose connection. The following information was provided by the initial reporter, translated from chinese to english: "on november 25, when a sterile syringe was connected to the needleless infusion connector for injecting medicinal solution, the connection failed, and the needleless infusion connector was too loose."

Manufacturer narrative:
H.6. Investigation: a mz1000 china sample was not available for investigation of this feedback; however the customer indicates that bounceback was identified when attempting to connect a luer slip syringe to the maxzero. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A review of the production records for lot 19105697 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.